Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mom reported via phone call that the insulin pump stopped working even after changing battery and also had unexpected restart alarm. The customer¿s blood glucose level was 304 mg/dl at the time of the incident. Customer stated insulin pump display did not return. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer had not experienced multiple unexpected restart alarms after battery change. Troubleshooting was performed. The insulin pump will not be returned for analysis.